Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone16.2. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing the pod on the arm for between 4 and 24 hours and was addressing symptoms that appear cardiac related as the patient was having chest pains. Patient changed the pod prior to the event and administered a bolus before eating. Blood glucose (bg) levels exceeded 399 mg/dl> a corrective bolus was attempted, which temporarily lowered bg levels. Symptoms then worsened, including confusion, chest pain, nausea, vomiting and tingling sensations. Patient sought medical attention while wearing the pod. Patient was hospitalized for a couple of days and then discharged. Diagnosis was diabetic ketoacidosis. Treatment included intravenous fluids, insulin drip and glucose infusion to stabilize levels. Pod was removed and discarded at the hospital.